Manufacturer narrative:
This device is available for testing and evaluation but the engineering report is not yet available. Add'l info received will be submitted within 30 days upon receipt.

Event description:
During treatment of a lesion in the sfa, the outback became frozen on the wire. The physician deployed a needle but the wire would not advance or come back. The device appeared normal. The device looked and prepped normally. There was no injury to the pt. Upon receipt of the device, the needle was protruding by 1 cm.